Manufacturer narrative:
Event site postal code: (B)(6). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the USA. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4: lot number, d4: expiration date, and h4: device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the wrapping on the iab came undone making it impossible to insert. The insertion was repeated with a new iab and the procedure was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.